Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the evolut fx+ 29mm valve, the patient had a history of aortic valve stenosis, nyha functional class iii, diabetes mellitus treated with insulin, dyslipidemia, hypertension, previous acute myocardial infarction, co ronary artery disease, renal failure not on dialysis, and severe chronic obstructive pulmonary disease. Electrocardiogram abnormalities included right bundle branch block. The patient underwent an implant procedure on (B)(6) 2025, and a pacemaker was placed on (B)(6) 2025 for complete heart block (chb). Paravalvular leak (pvl) was graded as moderate and no treatment was reported. The patient was discharged home on (B)(6) 2025.